Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned. Interrogation and visual inspections were normal. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented for a follow-up in the clinic with wound dehiscence and infection at the implanted device pocket site, along with yellow discharge. The implantable cardioverter defibrillator (ICD) was visible from the opened incision site of the implanted device pocket. The physician explanted and replaced the entire system ICD, right ventricular lead and atrial lead. The patient was in stable condition.